Event description:
It was reported to vyaire that the avea unit is failing to peep verification. No patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the unit was passing at 6 cm h20 and 20 cm h20 but started to auto cycle at 40 cm ho2. Furthermore, the unit passed leak test and the customer had calibration the expiratory pressure transducer with no issues. The customer will attempt hysteresis test and perform the exhalation valve characterization to try and resolve the issue. At this time, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned.